Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient¿s age at the time of the event was 34 years old, the patient¿s race was caucasian, the patient experienced breast implant illness, the left device mentor memorygel breast implant 550cc, catalog number was 3505504bc, serial number (B)(6), lot number 7392922. The patient has a history of pcos, endometriosis, interstitial cystitis, knee surgery, back surgery, shoulder surgery. The patient was suffering from migraines, gallbladder pain, muscle pain and weakness, diagnosed with pots, loss of memory and coordination, numbness and tingling in limbs, dizziness, fatigue, loss of sleep, hair loss, decreased ability for digestion, increased food sensitivity, muscle degeneration. The right breast implant information: mentor memorygel breast implant 550cc, catalog number 3505504bc, serial number (B)(6), lot 7396543. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, a manufacturing record evaluation was performed for the finished device 7396543 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via a medwatch form mw5096514 that a female patient underwent a breast surgery with an unspecified gel mentor breast implant and suffered from health issues including joint pain, brain fog, memory issues, skin rashes and heart palpitations. The patient saw a neurologist, rheumatologist, internal medicine physician, cardiologist, plastic surgeon and was admitted at the emergency room. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the right breast implant.